Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-dec-2019 with the following findings: evaluation revealed the battery compartment was cracked above the grip pad. The battery cap was able to fully secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked above the grip pad. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-dec-2019.